Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4), lot number 6727911. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 460cc and experienced bilateral deflation. The patient noticed the deflation. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 11/14/18, it was reported to mentor that since the product has not been returned, it has been concluded that deflation is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that since the product has not been returned. Manufacturer¿s reference number: (B)(4).